Manufacturer narrative:
(B)(4).   The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was admitted to the e.r. With chest pain and small hematoma the next day after a mynxgrip vascular closure device (vcd) was deployed. Pressure not held and the hematoma grew, requiring surgery to correct bleeding at groin. During surgery, the mynx sealant was believed to be seen, and presumed to be located outside of artery but no longer intact. Patient required a revision for infection with an open incision left. Closure of incision took place as a third surgery. Surgery was successful and patient stabilized per staff. The patient had a diagnostic cardiac catheterization and sent home after closure with a mynxgrip without incidence. The patient was on anticoagulant therapy for a cardiac valve. The sheath used with the mynxgrip was unknown; however, it was not greater than 7f. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial and venous. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. It is unknown if there was vessel tortuosity or if there was presence of pvd/calcium in the vicinity of the puncture site. It is unknown if the vessel had a stenosis of greater than 50% at or near the puncture site, or if the site was previously closed prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. After the mynxgrip sealant was deployed, manual compression was applied for 2-4 minutes. Multiple sheath exchanges and multiple stick attempts did not occur. The stick location was considered a normal stick. The patient¿s activity when the bleeding started is unknown, the patient was at home.

Manufacturer narrative:
As reported, the patient was admitted to the ER with chest pain and small hematoma the next day after a mynxgrip vascular closure device (vcd) was deployed. Pressure not held and the hematoma grew, requiring surgery to correct bleeding at groin. During surgery, the mynx sealant was believed to be seen, and presumed to be located outside of artery but no longer intact. Patient required a revision for infection with an open incision left. Closure of incision took place as a third surgery. Surgery was successful and patient stabilized per staff. The patient had a diagnostic cardiac catheterization and sent home after closure with a mynxgrip without incidence. The patient was on anticoagulant therapy for a cardiac valve. The sheath used with the mynxgrip was unknown; however, it was not greater than 7f. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial and venous. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. It is unknown if there was vessel tortuosity or if there was presence of pvd/calcium in the vicinity of the puncture site. It is unknown if the vessel had a stenosis of greater than 50% at or near the puncture site, or if the site was previously closed prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. After the mynxgrip sealant was deployed, manual compression was applied for 2-4 minutes. Multiple sheath exchanges and multiple stick attempts did not occur. The stick location was considered a normal stick. The patient¿s activity when the bleeding started is unknown, the patient was at home. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Patient, pharmacological, and puncture-site care factors are likely contributing factors to the hematoma and infection reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.